Manufacturer narrative:
Following analysis of the device logs, the unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver a shock. Further investigation identified a component issue. Based on these findings, the device was removed from service and will be replaced under warranty. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that a defibtech lifeline AED displayed service code 7150. The issue did not occur during patient use. No harm was reported.